Event description:
It was reported that during the implant, the lead helix was fully deployed but did not stay in place. Two leads were attempted and removed and a third lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.